Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the buttons were not working. Customer stated that the numbers started ramping. Customer's blood glucose level was 110 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers ramping during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.